Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a typical post-meal blood glucose rise after a cubano sandwich, reaching 258 mg/dl before returning toward target, followed by a low of 54 mg/dl while asymptomatic; insulin delivery had been suspended by the ilet and glucose subsequently returned to range without treatment, with no alerts or alarms reported and no external care required. Symptoms included hypoglycemia and preceding hyperglycemia. Outcomes included an adverse event without identified device or use problem, with no unexpected medical intervention or medication required. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and no specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.